Manufacturer narrative:
(B)(4). The concerned mesh shows the nonabsorbable, macroporous polypropylene mesh with separated parts of absorbable components. The mesh shows two stay sutures at two sides of the mesh. Furthermore, the mesh has a folding area at one stay sutures due to non correct fixation. The side with attached absorbable component (without stay suture fixation) shows several fixed absorbatack tackers. The opposite site (without stay suture fixation) without detached absorbable component shows 3 holes (fraying mesh filaments) due to stripped absorbatack tackers (probably caused during explantation). Furthermore the detached absorbable component shows also several holes due to stripped absorbatack tackers which are not present. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 04/11/2011. (B)(4) - hernia recurrence. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair on (B)(6) 2011. The patient returned to the surgeon with symptoms of a recurrent ventral hernia. The patient underwent a second open surgery on (B)(6) 2011 to remove the original mesh and a new piece of mesh was implanted.